Event description:
During endoscopic retrograde cholangiopancreatography procedure: insertion of simultaneous epic stents both in right and left hepatic ducts simultaneously 8 mm x 10 cm stents were deployed. These were uncovered epic stents. Bottom end of the right hepatic ductal stent appears to be within the stricture therefore a another telescoping stent 8 mm x 10 cm was deployed. The proximal end of the stent was within the lower third of the previous right hepatic duct stent the distal end of the stent was in the supra ampullary position. Stent position was satisfactory however despite our best efforts we were not able to withdraw the wire which was in the right hepatic ductal system. We tried removing the wire with gentle force and tried to grab both the wire as well as the stent with the rat-tooth forceps and multiple other accessories with no help. Ultimately we did spyglass chol angioscopy to try to get inside the right hepatic ductal system which we were successfully able to do and were able to finally get into the area where the wire was to find within the proximal and of the metal stents overlap. We tried with a spider bite forceps as well as with the rat-tooth forceps under fluoroscopic guidance to try to remove the stents and wire but it was not possible. The wire was brought down into the gastric antrum area. A fully covered 10 mm x 4 cm wall flex stents was placed to prevent any microleak's or retroperitoneal perforation in this area" complications: right hepatic ductal wire not removable.